Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keys were unresponsive. Her blood glucose level was 264 mg/dl and she treated. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Moisture damage was found on electronic and motor assembly. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.